Manufacturer narrative:
This supplemental report is being submitted to report device evaluation and independent laboratory findings. Please see updates in the following sections: g4, g7, h2, h3, h6, and h10. The scope was sent to an independent laboratory for microbial testing. The scope's instrument channel, distal end and elevator mechanism, elevator wire channel and air/water channel was cultured and no pseudomonas organism or any other microbial growth was recovered from the scope. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the gastrovideoscope and found evidence of foreign material, marks, or stain in the instrument channel. The instrument channel was inspected and a kink was noted inside the instrument channel from the bending section side. Additionally, the image and ultrasound image was inspected and the image of the scope is normal. The scope passed the leak test. Based on the evaluation there were no signs of foreign material inside the channel. The kink inside the channel is due to mishandling a review of the instrument history showed the scope was purchased on april 23, 2012 and was previously returned for service on october 5, 2018 for physical damage.

Manufacturer narrative:
The device was returned to olympus and is pending a physical investigation. The scope was sent to an independent laboratory for microbial testing. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatch to the user facility to observe the facility's reprocessing technicians¿ practices and provide training if necessary. To date the visit has not been finalized.

Event description:
Olympus was informed that the scope cultured positive for pseudomonas after reprocessing. There are no associated patient infections.

Manufacturer narrative:
This supplemental report is being submitted to correct section h10, device evaluation instrument channel inspection. Olympus did not find any evidence of foreign material, marks, or stains upon inspection of the instrument channel.